Manufacturer narrative:
It was later reported that this patient underwent a lead revision with report of loss of capture at maximum outputs as well. During the procedure, the physician had first implanted the new atrial lead. The physician was maneuvering the device, which was implanted deeply in the subpectoral region, and had noted that the header was connected to the device only by the wires. The old atrial lead was surgically abandoned and a new device was successfully implanted.

Event description:
Boston scientific received information that the pacing impedances on this right atrial (ra) lead were greater than 2000 ohms. No other lead values were provided and there were no adverse patient effects. The patient was to be further evaluated.

Manufacturer narrative:
Final resolution has been requested by the field representative, however, nothing further has been received. This investigation will be updated should further information be provided.